Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that each package opened too easily and there were intermittent open areas along the seal. The dressings were not used. No photographs of the reported issue were provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. Fifteen (15) minute peel back checks within the controlled environment during the manufacturing of the batch were completed and all were satisfactory. During the manufacture of this batch all samples taken from the batch for sterile product inspection passed the burst test as well seal width measurements and visual inspection. Preventive maintenance logs have been checked and preventive maintenance was completed. No photos or samples were received in relation to this complaint. This issue will be monitored through the post market product monitoring review process. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted.